Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issues were confirmed. Due to wear of the angle wire, the bending angle in up/down/left/right direction did not meet the standard value. Due to wear of the angle wire, the play of right/left and up/down knob was out of standard value. The objective lens had a scratch and a chip. The light guide lens had a chip. The plastic distal end cover, adhesive on the bending section cover, connecting tube, and universal cord had a scratch. The bending section cover had wear. Due to clogging of the nozzle, the water removal ability did not meet the standard value. Due to a scratch on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope had low/reduced angulation and the control knob had major play. The issues were found during preparation for use. No patient harm reported. The user had followed the process for reprocessing the scope. During the evaluation of the device, it was noted yellow dirt had clogged the nozzle due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunctions of the clogged nozzle with yellow dirt due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: ¿user¿s reprocessing method differed from instructions for use (IFU) recommendation. ¿the facility staff was less trained in reprocessing and/or device handling (including handling before device return) as per IFU. IFU (reprocessing manual) says about insufficient reprocessing and reprocessing to be performed immediately after each procedure as below: ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ IFU (reprocessing manual) specifies as below: ¿to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.¿ IFU says the user to reprocess device before sending it for repair as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope had low/reduced angulation and the control knob had major play. The issues were found during reprocessing. The procedure was not impacted. No patient harm reported. The user had followed the process for reprocessing the scope. During the evaluation of the device, it was noted yellow dirt had clogged the nozzle due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunctions of the clogged nozzle with yellow dirt due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.